Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was verified and attributed to software error. The clinical files reviewed showed pads on/off messages associated with CPR compressions and/or patient movement occuring within the same second. It was determined that this resulted in impedance changes. Such impedance changes are normal and expected during pad placement, adjustment or compressions. The casereview is highly sensitive to impedance changes and there was a high frequency of these messages. The device passed full functinal testing, was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device was unable to detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.